Event description:
It was reported that during a lap cholecystectomy procedure, the jaws of the clip applier would not open while the device was around the cystic artery. Another applier was opened in order to finish the case. No patient consequence.